Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion and air in line post software update during therapy in the 3k cancer infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred on (B)(6) 2023 / (B)(6) 2023. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.